Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture and balloon detachment occurred. An unspecified target lesion was being treated when a gladiator balloon ruptured circumferentially at the number of inflations and to what atms is unknown. A piece of the balloon became stuck in the patient. It's unknown how the procedure was completed. No further patient complications were reported and the patient status is okay. Additional information has been requested and is not available.

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture and balloon detachment occurred. An unspecified target lesion was being treated when a gladiator balloon ruptured circumferentially at the number of inflations and to what atms is unknown. A piece of the balloon became stuck in the patient. It's unknown how the procedure was completed. No further patient complications were reported and the patient status is okay. Additional information has been requested and is not available.

Manufacturer narrative:
Upn, upn-search corrected from (B)(4) to (B)(4). Updated: device lot number, device expiration date, device manufactured date, device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR., method, results, conclusion. Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 27mm distal to the proximal transition zone. The single lumen shaft inside the balloon material is broken at 660mm distal to the strain relief. Severe stretching of the shaft is noted at approximately 650mm distal to the strain relief. The distal portion of the single lumen shaft, distal portion of the circumferentially torn balloon and distal tip was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).